Manufacturer narrative:
This report is for an unk cypher stent. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
As it was reported by the contact via phone: during a pci, the wire port of a cypher stent hub cracked while flushing the product. The physician decided to use the product to perform the procedure regardless of the product's issue. The stent was deployed without difficulty in an unk coronary artery without complications. All products are stored according to IFU instructions. No anomalies were noted when the product was taken out of the package. No excessive force or pressure was applied while attaching the syringe or stopcock to the hub. The product was clinically used and will not be returned.